Manufacturer narrative:
Qc levels, ii and iii were within specifications in 2007. Qc level 1 was out of specifications low on the event date, and was within range upon repeat. Level I qc was within specifications the following day. System check performed four days prior, failed partially. The failed portion passed within specifications upon a third run. The specimen was collected in a plastic, 13x100, bd, lithium heparin tube and centrifuged at 2,000 rcf for 6 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed general maintenance to the instrument. The fse conducted: dilution, diagnostic and precision testing, and all results passed within specifications. The fse verified the instrument per established procedures. A customer technical service (cts) discussed pre-analytical sample handling with the customer and sent them sample handling data for review. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.53ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested for accu tni and the repeated result was 0.15ng/ml. In addition, the sample was tested on a different instrument in the customer's lab and accu tni result was 0.14ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.